Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found frayed fibers on the barrel of the balloon. An inflation attempt was made, and a pinhole rupture was noted in the balloon. Therefore, the investigation was confirmed for a pinhole rupture, and was confirmed for frayed fibers. Per the reported event details, the balloon ruptured within a stent. It is possible that an interaction between the balloon and stent caused or contributed to the identified failures. However, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation, the balloon catheter was inflated to 1-2 atm past nominal pressure, post dilating a stent in the iliac, when the balloon allegedly ruptured. It was further reported by the health care provider that the balloon allegedly had a pinhole rupture. There were no reported retraction difficulties through the stent or the sheath. Reportedly, the balloon catheter was exchanged over the guidewire for another and the procedure was completed. There was no reported patient injury.